Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up feeling fatigue. The pulse generator exhibited loss of telemetry upon re-interrogation backup vvi mode was noted. Trouble shooting could not be performed. The device was explanted and replaced successfully. No patient symptoms were reported.